Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, noise, and a suspected lead fracture. The cardiac resynchronization therapy defibrillator (crt-d) also was reported to have high lead impedance and threshold, noise, and a lead integrity alert (lia) was triggered as a result. The rv lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, high impedance, noise, and a suspected lead fracture. The cardiac resynchronization therapy defibrillator (crt-d) also was reported to have high lead impedance and threshold, noise, and a lead integrity alert (lia) was triggered as a result. The rv lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.